Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported unknown failure was confirmed as the sheath was kinked and the guide wire exit notch was stretched. The investigation determined the reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an embolization coiling interventional procedure. Reportedly, an unknown failure occurred with the proglide device. The method of achieving hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.